Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 the following findings: during investigation, there were multiple loss of primes observed in black box with zero force readings. The rewind, load, and prime steps performed successfully. The force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. There were no loss of primes occurred during testing. The pump was opened and no damage found to force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.